Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the customer placed a pcb00 intraocular lens in the eye and removed it. In follow-up, it was reported that the lens was fully inserted and then removed due to the lens not sitting correctly in the patient's eye. There was no patient injury. No further information was provided.